Manufacturer narrative:
(B)(4). Evaluation summary: the found condition of a flogard infusion pump that experienced an air-in-line alarm at the start of delivery was confirmed in service. The cause of the malfunction was found to be a faulty air sensor on the printed circuit board. The air sensor was replaced to fix the reported condition. Additional information: a service history review revealed no previous service events were related to the reported condition. Baxter discontinued service and ceased all design related support on flo-gard (B)(4) in the u.s. Region as of (B)(6) 2010. Baxter will continue to collect product complaints, but periodic monitoring/trending and analyses of the u.s. Complaints for product improvements will no longer be required. Baxter will continue to monitor and report on death and serious injury events and follow existing escalation processes to assess the impact on patient safety.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
During product evaluation by a baxter service technician, a flo-gard infusion pump was found with a false air in line alarm at the start of delivery. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.